Event description:
It has been reported to the company that the occlusion balloon deflated during the case. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to 6mm to occlude the vessel. The physician inserted a stent delivery system and placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and the physician noticed the occlusion balloon had deflated. The physician aspirated the vessel and removed particulate. The physician removed the device. The patient is reported to be fine.